Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately calcified vessel in the left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation for 5 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post-procedure.